Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing with lfp (lead failure predictor) high rate-ns (non-sustained) less than equal to 205 ms average v-cycle on (B)(6)-2011 and (B)(6)-2011. Interference/noise with v-sic (ventricular short interval count ) equals to 3.4 counts avg/day, in 46.51 days, between (B)(6)-2011 and (B)(6)-2011. Lead integrity alert triggered with patient alert for lead failure predictor on (B)(6)-2011.

Event description:
It was reported the remote monitoring transmission report indicated a lead integrity alert was triggered for the right ventricular (rv) lead having oversensing. There was also a capture management warning for the rv lead having an actual safety margin greater than the programmed margin. Settings for the rv lead were reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.